Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plungers are stuck. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plungers are stuck. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (462) 3/10cc, 8mm, 31g syringes (22 loose without any packaging, 440 in sealed poly bags) with the shelf cartons from lot # 8239954. Customer states that the needles have barbs on them and the plungers were somewhat stuck. Thirty out of 462 returned syringes were tested (all 22 loose, 8 from the sealed poly bags) and all plunger rods were able to be exercised in the barrel without any observed defects. All of these samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). One loose sample exhibited a hooked cannula point. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to move plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.